Event description:
On 12 may 2008 the sales representative reported that during a kit inspection it was noticed that the screw was disassembled in the tray. The malfunction has resulted in an adverse event in the past. There was no patient contact.

Manufacturer narrative:
The event was not associated with patient contact. The event did not occur in surgery. Request has been made to obtain the product. Evaluation is pending upon the return of the product.